Manufacturer narrative:
The esg-400 electrosurgical generator was not returned to the manufacturer for evaluation/investigation but to olympus keymed (okm), UK (returned to okm on 2017-09-26). When the device was inspected and tested, it was found to be in good working order and in accordance with its specifications. No abnormality, defect, failure or malfunction was found during the performance tests. Therefore, the exact cause of the patient's injury and the reported phenomenon could not be conclusively determined and is being judged as unknown. However, it can be excluded that it was caused by a malfunction of the esg-400 electrosurgical generator. In addition, a manufacturing and quality control review was performed for the affected serial number of the device without showing any abnormalities related to function and safety. The case will be closed from olympus side with no further actions, but the reported phenomenon will be recorded for trending and surveillance purposes.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified therapeutic port removal procedure, the patient sustained a burn on the right side of the shoulder/neck area. No further information was provided but none of the olympus medical devices showed any malfunction and the intended procedure was successfully completed with the same set of equipment. In addition, it was reported that the burn is currently being treated with dressings but information about its size and severity could not be provided yet.